Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of this photo revealed a clot in the tube. A total of 100 retained samples were visually examined, and no additive defects relating to clotting were found. Complaints for sample quality are under statistical control for the month of september 2025. Bd quality will continue to monitor sample quality complaints. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was clotting in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was clotting in an unspecified number of devices. No adverse impact was reported regarding the patient or user.